Event description:
It was reported that the insulin pump alarmed button error. It was also reported that the insulin pump has an unresponsive keypad. Customer reported that the insulin pump may have been exposed to moisture. Customer's blood glucose reading was 160 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that all the buttons did function properly. However, moisture damage was found on the keypad traces. No button error alarm noted during testing. The device was received with minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and loose/shifted end cap sticker.